Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('implant migration'), pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in a female patient who had essure (batch no. B36431) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain, depressive disorder, fatigue, leg pain, uterine bleeding, adenomyosis and heavy periods. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful sex"), menorrhagia ("unusual periods"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("severe migraines") and menstrual disorder ("unusual period"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, alopecia, fatigue, migraine and menstrual disorder outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place. Fallopian tubes were occluded.; on (B)(6) 2011: confirmation of the fallopian tubes being blocked with no contrast seen in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,migraines headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs and mr received. Events: unusual periods, implant migration were added. Event outcome were updated : unusual bleeding, cramping,unusual periods pelvic pain, dyspareunia to recovered. Medical history and lab data were added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful sex"), menorrhagia ("unusual periods"), alopecia ("hair loss"), fatigue ("fatigue") and migraine ("severe migraines"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, menorrhagia, alopecia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place. Fallopian tubes were occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful sex"), menorrhagia ("unusual periods"), migraine ("severe migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, fatigue, dyspareunia, menorrhagia, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place. Fallopian tubes were occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.